Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "over infusion" was not reproduced. Evaluation performed flow accuracy test with results, rate: 25ml/hr, volume to be infused: 25ml, results: 24.525g (passing criteria 23.75g-26.25g). The flow rate results were passing. No event date was provided however review of the event history log showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Release testing will be performed to ensure proper functionality of the device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump over-infused during delivery in the biomedical service department. There was no patient involvement. No additional information is available.